Event description:
After surgery rptr wore a back brace for 3 months. About one month later she was having back and leg pains. She went to see the doctor and he showed her her x-rays showing one screw 3/8" lower than the other screw. He said her pelvis was tilted and he prescribed a 3/8" shoe lift. Every time she buys a new pair of shoes, the right shoe is too tight and hurts her foot. Her back and legs still hurt every day and her bladder leaks urine every day. She did not have a tilted pelvis or bladder problems before she had back surgery. Before surgery the doctor told her he would be placing 2 rods and 4 screws in her spine, but she has seen all of her post-op x-rays and all she can see are 2 screws with no rods.